Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided and there is no contact information for the complainant. Clinical evaluation: possible complications that should be considered prior to the use of any surgical mesh include pain, inflammation, recurrence of hernia and seroma to name a few. These complications may be caused by incorrect mesh fixation and stress on the mesh due to activity or body habitus. Complications can occur due to a technical error, inadequate suture fixation and/or inadequate overlap that may lead to mesh contracture and other complications. The fixation technique, method and products used are left solely to the discretion of the surgeon to optimize clinical outcomes. Important aspects of user experience include the necessity of having operative planning with full identification of the extent of the hernia, adept skills in the application of sutures/tacks, and reconstruction skills assuring closure of the wound in layers and coverage of the implanted mesh with minimal space for serous collections and no direct pathway to the mesh from the skin.

Event description:
Received a report that a patient had hernia surgery. After awhile patient started having pain. Mesh was removed.

Manufacturer narrative:
This follow up report is for the inclusion of report mw5058867.